Event description:
It was reported that during a da vinci-assisted hysterectomy - malignant surgical procedure, the system faulted and one of the surgeon side consoles (ssc) was not working. The site stated the system faulted and said something about disabling an arm. The intuitive surgical inc.(isi) technical support engineer (tse) found 23013, 23025, and 23008 errors on the left master tool manipulator (mtm) axis 7 gimble roll pot to encoder error in logs. The logs showed that after the user recovered from the error a few times, the mtm was disabled, and they recovered from the fault. The tse explained the mtm on ssc 2 was disabled. The site stated they had dual surgeon consoles and were continuing to work. The site was planning to do hard reboot after the case was completed. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with a single surgeon side console (ssc) configuration instead of a dual ssc configuration.

Manufacturer narrative:
Based on the claim against the product by the customer noting surgeon side cart (ssc) issue, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left master tool manipulator (mtm) and harness due to the 23013, 23015, and 23008 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The mtm was analyzed, and the reported failure (error 23008 along axis 7 / gimbal yaw) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: rjp printed circuit assembly (pca), rjp mount rjs pca, rjs mount, embedded serializer for master yaw (esmy) pca, axis 7 motor, gimbal blue flat flex cable (ffc). The complaint regarding repeated recoverable faults on the mtm was confirmed based on the field evaluation and failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: the customer disabled a master tool manipulator (mtm) after the start of the procedure due to repeated recoverable faults. The procedure was completed with a single surgeon side console (ssc) configuration instead of a dual ssc configuration. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.